Event description:
Caller reported a pixel issue on the pump display, which affected their ability to interact with the device. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to resolve the issue.